Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that post op a digestive (colon) procedure, the doctors noticed that the tissue was stapled on the colon side (staples behind) but not on rectal side (front). The opening was repaired using another device with a blue cartridge for suturing. The case was completed with no further patient consequence.